Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using ruby coils. During the procedure, the physician successfully placed a ruby coil in the target vessel using a non-penumbra microcatheter. While attempting to advance another ruby coil through the microcatheter, the physician applied force to both the microcatheter and the ruby coil¿s pusher assembly; however, the coil would not fit as it was too long; therefore, the physician removed the coil. While retracting the coil, the physician felt resistance and upon removal, it was noticed that the coil was stretched at the distal tip and only hanging by the thread. The procedure was completed at this point since the physician felt that the vessel was sufficiently embolized. There was no report of an adverse effect to the patient.